Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Device was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after being exposed to moisture. Customer stated insulin pump was dropped to the pool of water. Customer stated the fluid was in battery compartment. Customer stated they heard fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.